Event description:
It was reported that the patient presented to the hospital after receiving an alert for high, out of range pacing lead impedance. Lead was capped and replaced during a generator change out for eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.